Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the upper buttocks, which is off label usage of the device, on (B)(6) 2025. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem- correction. G3 date received by mfg - correction - date should have been 9/1/2025 on initial MDR. G3: date received by manufacturer - additional information. G6: type of report - follow-up. H2: type of follow up - correction. H10 corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.